Event description:
It was reported that during a pre-operative check prior to a device change out this cardiac resynchronization therapy defibrillator (crt-d) system exhibited low, left ventricular (lv) out-of-range pacing impedance measurements, measuring less than 200 ohms. Additionally, there were observations of noise. Technical services suspects that it was electromagnetic interference (emi) and suggested to unplug the cautery grounding pads. Once the cautery pads were disconnected all measurements were good. At this time, the device was successfully explanted and replaced, and the lv lead remains in service. No adverse patient effects were reported.